Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing and potential undersensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.